Event description:
During a ptca / stenting treatment procedure involving a calcified and 90% stenotic lesion in the middle portion of the lad coronary artery the maverick2 monorail balloon was suspected to have ruptured at 14 atm's on the second inflation when contrast dye was noted to be leaking from the balloon. The maverick2 mnonrail balloon was being used for predilation of the lesion prior to placement of an s670 3.5/24mm stent. (The initial inflation was to 6 atm's). Th patient was asymptomatic during this event. The maverick2 monorail balloon was removed and replaced with a quantum maverick 3.0/15mm catheter to successfully complete the procedure. A 6f kawasumi introducer sheath, a getz brothers neo's soft guidwire (size unknown), a 6f cordis brite tip guide catheter and an encore inflation device were also used in this case. Patient status is reported as 'good'.